Manufacturer narrative:
(B) (4). The ge service rep ordered a new interconnect cable. He found a broken wire in the interconnect cable and replaced the cable. He tested the fluoro. The system functions as intended.

Event description:
The customer reported that the system boots up normally, but does not make x-rays when any button is pushed.